Manufacturer narrative:
This product was not returned for analysis since remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker exhibited alerts indicating that the right atrial automatic threshold (raat) test was detected as greater than the programmed amplitude or was suspended, and that the right ventricular (rv) intrinsic amplitude was out of range. Device data also identified stored ventricular tachycardia (vt) and supraventricular tachycardia (svt) electrograms demonstrating occasional undersensing of ventricular signals. Review of stored electrograms also suggested possible rapidly conducted atrial arrhythmia. Battery status was reported as acceptable, and other lead measurements were satisfactory. This device remains in service. No adverse patient effects were reported.